Manufacturer narrative:
Clinical conclusion: at this time, there is no documentation or indication that the liberty select cycler caused or contributed to the pt¿s unspecified infection which required hospitalization and removal of the pt¿s pd catheter (not a fresenius product). There is a possibility the pt¿s unspecified infection was related to the pd catheter (not a fresenius product) as it is not uncommon for pt¿s on peritoneal dialysis to develop catheter related infections. However, due to lack of enough information no conclusion can be made as to what exactly led to the pt¿s unspecified infection. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During routine follow up of an unrelated customer experience the peritoneal dialysis patient contact indicated patient was hospitalized on (B)(6) 2018 for an infection. The type of infection was unspecified. It was reported that the patient¿s peritoneal catheter (not a fresenius product) was removed. There was no allegation of a fresenius device malfunction. Additional information was solicited.